Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat instent restenosis of two previously implanted rx vision stents (2009), with an additional xience v stent in the rca; however, it was a difficult case, and the attempt to cross with the xience v stent was not successful. The stent delivery system (sds) was removed and additional predilatation was performed. The same xience v was advanced again; however, the stent dislodged from the balloon. The stent was able to be retrieved with the sds balloon successfully. After additional dilatation with several different balloon catheters, another company's stents were able to be deployed for treatment, resulting in a total reconstruction of the rca vessel. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. The two multi-link rx vision coronary stent system indicated are being filed under MFR number 2024168-2010-00072. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, on the balloon and on the shaft. There was contrast in the inflation lumen. The stent implant was returned dislodged. The stent implant was completely stretched and smashed. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a bend in the hypotube 1 cm distal to the strain relief tubing. There was no damage or kinks noted to the tip or inner member. There was no other damage noted to the sds. The entire length of the tip was measured and met mfg criteria. The entire tip length was 5mm. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.